Manufacturer narrative:
A steris service technician inspected the warming cabinet following the event and found the door brace component was damaged causing the warming cabinet door to detach. The technician replaced the door including the door brace and confirmed the warming cabinet to be operating properly. The warming cabinet was returned to service and no additional issues have been reported.

Event description:
The user facility reported the warming cabinet door detached and fell onto an employee's foot. The employee sought treatment at the user facility, however the user facility did not disclose whether the employee received treatment.